Event description:
It was reported by service report that the base will not come up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Base assembly. The customer ordered and replaced the base assembly and put the cot back into service.